Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the serial number was not provided. Additionally, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learnt through review of the article ¿transapical transcatheter valve-in-valve implantation for failed mitral bioprostheses: gradient, symptoms, and functional status in 18 high-risk patients up to 5 years¿. Author: dr. Alfredo giuseppe cerillo et al. Published on the annals of thoracic surgery 2016;102:1289-95. In the context of this article, it was identified that a 84 years-old male patient (patient 9 in the article) with a failed 29 mm edwards porcine mitral valve underwent surgery for valve in valve replacement due to moderate-severe regurgitation (grade 3+) and high gradient (mean gradient 13 mmhg) after an implant duration of 7 (seven) years and 2 (two) months. A 26 mm edwards transcatheter valve was implanted within the disabled valve through transapical approach. There was no major complication reported and the thv valve function was satisfactory at discharge.